Event description:
It was reported that the burr became stuck in the lesion and additional intervention was required. The target lesion was located in the mildly tortuous and calcified proximal left anterior descending artery (lad). A 1.50mm rotapro was selected for an atherectomy procedure. The procedural target speed was 160rpm. During the procedure, rpms dropped to zero due to the amount of calcium and the burr got stuck in the lesion. The rotapro drive shaft and sheath were cut and a 7f guidezilla was used to push and gently pull the burr out of the patient. The procedure was completed with another of the same device. There were no patient complications.